Manufacturer narrative:
(B)(4). The condition of a leak was not confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed during the sample evaluation. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.

Event description:
A customer contacted baxter (B)(4) regarding a leak from a minicap transfer set. It was stated that after one month of use, the liquid could not be stopped even after closing the clamp. There was patient involvement, but no patient injury or medical intervention reported along with this complaint.